Event description:
The patient came in reporting pain and post-op x-rays indicated that the cages had ejected posteriorly. The patient will be revised and the date of the revision is unknown. No additional information will be available.